Event description:
.It was reported to medtronic minimed that the customer reported an unexpected low battery warning . The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884l, mmt-332a and unomedical. Troubleshooting was performed but the issue was not resolved. The customer mentioned pump was swapped out. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Mmt-1884l will be returned for analysis. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. The pump failed the sleep current test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump delivered 7 bolus deliveries on the event date of 05-oct-2024 at 19:11:11.000 to 23:55:07.000. Pump alarmed a low battery alert on the event date of 28-sep-2024 at 19:48:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, and pillowing keypad overlay. Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. High sleep current was confirmed during testing. Moisture damage was confirmed found isolated to the battery tube. Unable to verify customer's complaint for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.